Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a diagnostic coronary angiogram the hub of the access introducer detached within the patient's right radial artery. A fellow physician was attempting access with a 6f access sheath via "seldinger technique", when the introducer hub detached from the introducer. The physician then used a guidewire in attempts to retrieve the introducer from the sheath. The fellow physician pushed the introducer further into the patient's radial artery. The primary access site was aborted, and a secondary access site was obtained to finish the angiogram procedure. The physician transferred the patient post procedure, to surgery where the detached introducer was successfully removed.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is unknown. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found. Corrective actions are in process.